Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the trial started on (B)(6) 2019 for nerve pain and 2 hours after the trial began his controller stopped working. The controller just said that he didn't have access to make changes to his therapy. He spoke with a rep about this issue and she said to wait it out. Patient ended up never being able to switch groups or settings during the trial because of this issue. Patient stated that since his controller never worked, so he never saw therapy results the trial was removed on the day of the call. Caller mentioned that at trial removal today, rep looked at the controller in person and she reconfigured it and fixed the controller, but the trial needed to be removed anyways. No further complications were reported/anticipated. Additional information was received from the patient on (B)(6) 2019. They reported that during the trial procedure, the unit worked but when they got home that friday, the unit did not function due to a problem with connecting. They also reported they did not get any benefit from the unit because they got it on a friday and the next monday they went back in to see the doctor and the leads were removed and tested for a few minutes. The patient reported they were told they needed to use the device for 24 hours to be able to tell if it would work or not, but they weren't able to use it for 24 hours. They expressed concern that they don't believe they should be billed for the trial service they had because it was a service failure on the part of the stimulator or how it was put it or set up. They reported they expressed this concern with their doctor as well. No further complications were reported or anticipated. Additional information was received from the rep. It was reported the rep found out about the problems with the trial saturday afternoon. Patient reported he could not raise the power up on program a. Rep advised to change the battery in the programmer and check if the lead was still inside the wens. Rep switched group b and tried to raise the power. Patient was able to increase the power a little and got the sig that he reached the highest power on his programmer. Rep stated they switched to c and same thing happened. Rep switched back to b and told the patient to leave it as it may resolved on its own and the rep would call him on sunday. Rep stated it was a difficult trial as the hcp was unable to advance the lead any higher than t10. In recovery, the rep reported they had no trouble programming patient and gave him 3 programs. Rep checked impedances and they were all good. The only issue was that the patient felt pressure first and then tingling so the rep deiced to put him on hd. The rep spoke with the patient on sunday however nothing had changed and still could not bring the power up. The rep had patient come back on monday and looked at settings and checked if the lead didn't move. It was reported on monday, another rep showed up at the clinic with the patient; the patient did not want to extend trial and so the leads were pulled. The rep interrogated the wens and noticed low impedance. Rep repositioned the lead in wens and was able to reprogram the patient however right after that the hcp pulled the lead so the patient did not have a chance to try it. Trial will not be returned as nothing was wrong with the system.